Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Evaluation: the device has been returned and evaluated by product analysis on 08/21/2015 with the following findings: a review of the black box indicated no reboots had occurred. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery compartment was found to be cracked in two places, and there was moisture/corrosion found in the battery compartment. Leak testing revealed a leak at the battery compartment cracks. The pump powered on but would not hold prime. Additional testing for the alleged power issue could not be completed due to inability of the pump to hold prime. The pump casing was removed and there was evidence of moisture corrosion found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power and there was moisture/corrosion in the battery compartment. The reporter confirmed that there was no damage to the battery cap or battery compartment, and confirmed that the yellow o-ring on the battery cap was not showing at the time of the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.